Event description:
The user facility reported via vigilance report that upon opening the smartcap tubing set it was observed that a hair was in the packaging. No report of injury.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The smartcap tubing set was not returned for evaluation. The user facility took pictures of the smartcap tubing set and sent to steris for review. Upon review of the pictures, the reported issue was confirmed. The device history record (DHR) was reviewed for the subject lot and confirmed the smartcap tubing set was manufactured to specifications. A complaint review was conducted and confirmed this to be an isolated event for the subject lot. Steris will continue to monitor for similar events. No additional issues have been reported.